Manufacturer narrative:
Date of event: exact date unknown, date used as per explant date.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. Explanted device will not be returned.